Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was stuck despite charging. Reportedly, the customer unplugged the pump and plugged it back into the charger, which caused the battery gauge to adjust and reflect that the pump was completely charged. There was no reported adverse impact to the customer's blood glucose (bg) level. The customer declined assistance from tandem technical support regarding the issue, therefore no additional information could be obtained.